Manufacturer narrative:
Final analysis found the pulse generator in back-up mode. The device was at elective replacement indicator (eri). After replacing the battery, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was replaced.